Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified.

Event description:
It was reported that the patient had been to the hospital emergency room with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 30 mg/dl while wearing the pod. The patient reports they had been vomiting. The patient reports after delivering manual injections of insulin due to high blood glucose levels their blood glucose levels had decreased. The patient applied a new pod prior to going to the hospital. Once at the hospital emergency room the patient was diagnosed with diabetic ketoacidosis although their blood glucose levels were low. The patient was taken off the pod and their dosage of long acting insulin was increased. The patient was in the hospital for 5-6 days.